Event description:
Spouse tried to catheterize patient and patient experienced pain and bleeding. They stated the catheter tip was cut off and that was what caused their bleeding. They stated they had to go to the emergency room where they inserted a foley catheter. They stated they had the catheter in for five days and they are just now starting to heal.